Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2018 with a blood glucose of 45 mg/dl. The customer was treated with intravenous saline, a turkey sandwich, and graham crackers. The customer experienced symptoms such as loss of consciousness. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was not able to use their sensor due to an led anomaly; the customer stated that their inability to use their sensor led to their hospitalization. Troubleshooting was not completed and the outcome was inconclusive. The insulin pump will not be returned for analysis.